Manufacturer narrative:
Correction: b.1. Adv evnt/prod problem h1. Type of reportable event annex f code f26 removed and f12 added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the stent balloon was not inflated. The stent was not expanded. There was no attempt to inflate the stent balloon. The device was being advancing toward the lesion when it was noted that the proximal stent marker was not close to proximal stent edge. Further assessment revealed stent defect where the stent balloon was partially out of the stent. It was later detailed that initially, the stent was stuck at lad, then it was attempted to remove it gradually until radial, however it was unable to be removed out of the patient's body. No resistance was noted during attempt to withdraw the device. The stent remains in the radial artery. The stent delivery system was removed intact from the patient. The patient is alive and well. Annex e code annex b code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for evaluation with no stent on the balloon. The stent imprint was visible on the balloon. No issues were found with the proximal markerband. There were no issues found with the rest of the device. Correction: b.1. Adv evnt/prod problem. H1. Type of reportable event annex f code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, one resolute onyx coronary drug-eluting stent was delivered to the target lesion in the pro ximal left anterior descending (lad) artery. Upon delivery it was noted that the proximal marker band of the stent balloon was longer than usual. Stent dislodgement occurred. It was decided to remove the device from the lad and retrieve back into the guide cathet ER, however it was unable to be retrieved as the balloon marker distance was getting longer and the stent remained in place. The stent was unable to be retrieved and remained stuck at the radial artery. The lesion was non-tortuous and mildly calcified with no sten osis. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. No resistance was encountered when advancing the device and no excessive force was used. The device was inspected prior to use and negative prep was performed with no issues noted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: it was decided to remove the device from the lad and retrieve back into the medtronic guide catheter, however it was unable to be retrieved as the balloon marker distance was getting longer and the stent remained in place. The guide catheter being used when the stent dislodgment occurred was a 6f launcher. The stent was already dislodged prior to attempting to retract it into the guide catheter. The guide catheter did not contribute to the stent dislodgment. There was no issue with the guide catheter used. The guide catheter was inspected prior to use and prepared per IFU with no issues noted. There were no issues noted with a guide wire and balloon used during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.